Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned (15) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9343403. Customer states that the needles are not drawing insulin. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 9343403. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not draw up insulin. The following information was provided by the initial reporter: "consumer reported, needles are not drawing his insulin stated, its happened more than once from this box he's reporting but he only has one "date of event", and the rest are "unknown.""

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle would not draw up insulin. The following information was provided by the initial reporter: "consumer reported, needles are not drawing his insulin stated, its happened more than once from this box he's reporting but he only has one "date of event", and the rest are "unknown".